Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had to charge frequently and the ipg would not go above 2 bars. The patient was also experiencing undesired and non-target stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively.